Event description:
Information received noted oversensing of the right atrial (ra) lead and patient info page noting low atrial impedances were known. It was noted that care alerts are off for the atrial impedance measurements. It was also noted that there was an atrial bipolar lead impedance warning the day of the last interrogation. 605162081. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).